Event description:
Healthcare professional additionally reported "stable abnormal extravasalion of silicon leakage into the surrounding breast tissue of both implants". In addition the device was found to be intact. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: gel bleed: not gel bleed observed. Additional observations: deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Corrected data: g3 of supplemental medwatch 2 should have been listed as 02may2024.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported, a right side rupture. Device remains implanted.

Event description:
Healthcare professional additionally reported "stable abnormal extravasalion of silicon leakage into the surrounding breast tissue of both implants". In addition the device was found to be intact. Device was explanted.